Event description:
I received treatments from a medical device and now have small vessel ischemia disease at 57 years old. I also now have hyperacusis, a diagnosis of traumatic brain injury and paroxysmal atrial fibrillation and dystonia.